Event description:
It was reported that the patient went into right ventricular (rv) failure. A transesophageal echocardiography (tee) was performed and showed a dilated and hypokinetic right ventricle. A right ventricular assist device (rvad) was placed on (B)(6) 2023. The patient reportedly expired on (B)(6) 2023 due to cardiogenic shock and multisystem organ failure (msof). It was later communicated that the patient was noted to have mild rv hypokinesis on pre-implant echo. The patient also had low mean arterial pressure, low flows, acute kidney injury, and elevated central venous pressure. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, was not returned for evaluation. Multiple attempts for additional information were sent to the customer; however, no further information is available at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, including right heart and renal failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The manufacturer is closing the file on this event.